Manufacturer narrative:
510k: this report is for an unknown screws: nail distal lock /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned and without a lot number the device history records review could not be completed; the investigation could not be completed; no conclusion could be drawn. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable

Event description:
It was reported that a patient was implanted, on an unknown date, with a femoral nail, tibia nail, three screws placed in the femur and three screws places in the tibia to repair a very large fracture. Reportedly, the patient was revised on (B)(6) 2018, due to a non-union of the femur and the post-operative break of one 5.0mm titanium locking screw 70mm in length. The surgeon removed the femoral nail and three screws; the broken fragment from the 70mm as well as two other 5.0mm titanium locking screws (40mm and 75mm in length). The surgeon may have opted to leave the embedded portion of the broken screw in the patient¿s bone. The patient was revised to a competitor nail to address the non-union. It was additionally reported that the patient experienced a delayed union in the tibia. The large fracture eventually healed and fused just fine but the reduction of the fracture may have caused the screws implanted with the tibia nail to bend (5.0 titanium locking screws; 36, 38 and 44mm in length. Additionally the patient experienced a possible encroachment of the ankle that the surgeon attributed to the delayed healing of the bone. The surgeon reported that the encroachment was not due any migration of the tibia nail but due to the way the patient ended up healing. There were no surgical delays and no additional medical intervention required of harm to the patient. It was additionally reported that there were no unanticipated x-rays required, the surgery was successfully completed and there was no infection present. Concomitant devices reported: 12mm titanium cannulated retro/antegrade femoral nail (part # 04.013.660, lot # h282793, quantity 1), 5.0mm titanium locking screw x 75mm (part # unknown, lot # unknown, quantity 1), 5.0mm titanium locking screw x 40mm (part # unknown, lot # unknown, quantity 1). This complaint involves for (4) devices. This report is 2 of 4 for (B)(4).